Event description:
The pt could not manipulate the device at home. Therefore, she went to the hosp every day to be distracted. The rod was turned in the wrong direction and it broke at the hinge. A second surgery was required to replace the device. This event did not cause any adverse consequence to the pt or surgical delay.

Manufacturer narrative:
Summary of evaluation: evaluation rrsults as received from howmedica leibinger gmbh indicates that this event would not be associated with the device but rather would be user related.